Event description:
The doctor reported that while trying to torque the abutment screw, the screw head fractured off leaving the threaded portion inside implant. The screw fragment remains in the implant.

Manufacturer narrative:
The abutment screw (iunihg) was not returned, the screw fragment remains inside the implant. The fractured abutment screw was confirmed to be fractured with the x-ray that was provided by the clinician. Lot number was not provided therefore a DHR review could not be conducted. The complaint report does not indicate which type of tool that was used during the event or the potential torque value at which the fracture may have occurred. Therefore the cause of the event cannot be determined.